Event description:
It was reported that the pump was dispensing all of the insulin (100 units) out of the cartridge during the load step of the priming process. The priming process was repeated by the user; however, the reported issue was not resolved. There were no reports of any injuries as a result of the reported issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has received the pump involved with this complaint and performed device evaluation. The "ezprime" process was performed and during the "load" step, the pump did not recognize the cartridge and pushed out all the fluid and a "no cartridge detected" warning appeared. Evaluation revealed a misaligned display screen and dislodged force sensor pins and the force sensor resistance measurement was out of calibration. There was also a cracked and moisture damage with the battery compartment observed during visual inspection.